Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm. A helium leak was detected in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The full initial reporter name in block e1 is (B)(6).

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue as part of pm, discovered helium leak, as x4 leaked over 20 psig in circa 2 minutes. The stm reported that identified leak coming from fill manifold. In addition, stated that unsuccessfully attempted to address leak by adjusting cv1 on fill manifold, and o-ring between console and hospital cart. Subsequently, the stm replaced suspect fill manifold. Post replacement, unit passed helium leak test without issues. The stm reported that nothing unusual identified in the logs. A complete pm was performed with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm. A helium leak was detected in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.